Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnostics cleared due to invalid data-. After clearing the diagnostics, interrogation was successfully performed and the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.